Manufacturer narrative:
(B) (4). The ge service rep replaced the xray tube and monoblock, then calibrated the filament. The system operates as intended.

Event description:
The customer reported that the system displayed a generator fault error message and there was a kv inbalance. No patient injury was reported.